Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Reportedly, the customer went into the water with it on. Customer¿s blood glucose level was 149 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.